Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y connector. Product analysis confirmed the leaking of fluid from the y connector. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a right common femoral artery access approach during a procedure of the moderately calcified, left interior tibia artery, the 2 x 200 mm armada 14 balloon dilatation catheter (bdc) was pressurized but it would not hold pressure. The bdc was removed from the anatomy without incident and outside the anatomy it was noted that there was a contrast leak in the lumen. A second bdc was used in the procedure without noted incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.